Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was unable to open. The field service engineer (fse) found that the drawer cubes were not opening, replaced the flex retractable cable to resolve the issue, performed a functional test, ran diagnostics, and completed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 pocket d2 had failed to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station. There were no adverse events or injuries reported based on this event.